Manufacturer narrative:
Replacement breast shields were sent to the customer. In follow up with a complaint handler on (B)(6) 2018, the customer indicated that she currently uses dawn free and gentle to clean the breast shields after every use, she allows the breast shields to air dry and she sanitizes them using medela steam bags every day. She also indicated that the rash is not as aggravated, but is still present bilaterally and that coconut oil and steroid cream seem to keep it from getting worse. Reported issues of rash were investigated under in (B)(4), which determined the root cause to be potential for the product, after it is opened, to come in contact with environmental allergens, lotions or creams, and cleaning solutions that may cause an allergic reaction or irritation. Such root cause is not a product malfunction or a deficiency in information available to the user.

Event description:
On (B)(6) 2018, the customer alleged to medela llc via email that she visited her obgyn and dermatologist for an allergic reaction (a red rash and tiny red bumps covering her areolas) to the breast shields that she was using with her pump in style breast pump. She was prescribed steroid cream to help resolve the itching. In her email, she indicated that she has tried using different cleaners and sanitizes the breast shields daily, but it has not provided relief from the reaction. She inquired about hypo-allergenic breast shields.